Event description:
It was reported that the luer of the infusion set had disconnected from the adapter. The patient experienced and elevated blood glucose level of 301 mg/dl. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.